Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6)). An s3 alarm was observed on (B)(6) 2023 at 23:51 correlating to a fan-related sub-fault, indicating that the alarm may have been caused by an issue with the console¿s fan. The system was observed to temporarily ramp up to ~4000 rpm / 5.2 lpm on (B)(6) 2023 for approximately ~22 minutes before being manually shut down. The system was not observed to have been in use throughout the remainder of the data, and no atypical events were observed on the reported event date of 02feb2023. The returned centrimag console was received and functionally tested at the service depot and was found to perform as intended; atypical alarms were unable to be reproduced throughout testing. The console¿s housing was opened, and the unit was inspected at an internal level. A dark, sticky residue was observed on the console¿s fan, bottom housing, and fan exhaust holes. The console¿s fan was replaced with a new component, and the inside of the console was cleaned. The serviced and repaired console was returned to the customer site after passing all tests per procedure. Although the reported s3 alarm was not reproduced during testing, the residue observed within the console may have intermittently affected operation of the console¿s fan, triggering intermittent fan-related s3 alarms. The root cause of the observed residue within the console was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M, section 4 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M, section 9 ¿maintenance¿) instructs users to not spray fluid into the console¿s exhaust holes, as this may permanently damage the console. The 2nd generation centrimag system operating manual (rev. M, ¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. M) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the console was showing an s3, system alert. The console was removed from service. Related manufacturer reference report MFR # 3003306248-2023-00751.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.